Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No changes or interventions were reported. The patient was in stable condition.